Manufacturer narrative:
E1: patient city: l(B)(6). Patient country: spain name: medtronic mini med country: united states of america street: 18000 devonshire street city: northridge state: california. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient experienced high blood glucose event on 12-may-2026 and the patient was treated with insulin pump.